Event description:
Patient reported right side rupture. Healthcare professional reported capsular contracture baker grade unknown and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure, capsular contracture: unable to observe since it is not related to the device. Delamination: not observed. Additional observations: crease fold and wear abrasion observed on the device. Brown particles observed on the device. No further actions are required as the device was implanted."

Manufacturer narrative:
Reason for reoperation: delamination.

Event description:
Healthcare professional additionally reported delamination. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported right side rupture confirmed by MRI. Healthcare professional later reported capsular contracture, baker grade unknown and exchange of textured devices due to patient's concern with product. Device remains implanted.